Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous fluctuating blood glucose (bg values not provided); cause was not known. Pump settings were adjusted in an attempt to address bg. Customer reverted to using an alternate pump for insulin therapy. Although multiple attempts were made to contact the customer for additional information, the customer did not reply.